Manufacturer narrative:
The suspect medical device has not been returned for evaluation. The device could not be visually investigated. The complaint is not confirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during a pneumothorax drainage procedure, the valve was allowing air into the patient as well. No additional intervention was deemed necessary. No additional patient consequence to report.